Event description:
Caller reported experiencing alarm 2 followed by alarm 26, which indicated an occlusion issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or indicate a "high" reading on the cgm. Customer technical support (cts) instructed the caller to perform a series of trouble shooting and a cartridge change resolved the issue.